Event description:
It was reported that there was difficulty deploying the stent in a heavily stenosed sfa and after the stent was deployed, it was observed to have elongated approximately 8cm. There was no report of injury to the pt.

Manufacturer narrative:
A review of the device history records is currently underway. The delivery system has been received at the manufacturing site and is currently being evaluated. This event is being reported because this device is the same or similar to one marketed in the united states PMA # p070014.